Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of low, out of range quality control (qc) results on the cobas 8000 cobas ise module which had been occurring since (B)(6) 2017. The customer stated they would need to repeat approximately 600 patient samples that had been tested for ise indirect na, k, ci for gen.2 and reported outside of the laboratory. Repeat testing was performed on a different ise module. Upon follow up, the customer provided 5 patient samples that required corrected reports. Based on the data provided, the na results for 2 patient samples were erroneous. Patient 1 initial na result was 134.7 mmol/l. The repeat result was 141.1 mmol/l. Patient 2 (female, (B)(6)) initial na result was 133.6 mmol/l. The repeat result was 138.8 mmol/l. No adverse event occurred. The na electrode lot number and expiration date was not provided. The field service engineer (fse) visited the customer site. The fse replaced the ise pre-amplifier printed circuit board (pcb). Calibration and qc were run multiple times and all results were within specified limits. Based on the calibration data provided, the calibration signals changed during a short period of time; all calibration was measured on the same day. The differences in calibration signals were high which contributed to the qc and patient results received. These results were likely caused by the problem with the ise pre-amplifier. The issue was solved by replacing the ise pre-amplifier pcb. The investigation determined that the ise pre-amplifier pcb issue found by the fse was the root cause of the event.